Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
Review of pmcf survey data for the resolve product family identified an incident involving an resolve non-locking drainage catheter. The account alleges while treating a female patient, with congestive heart failure, the catheter was used for percutaneous drainage of non-biliary fluids in the abdomen. The device was implanted for 3 days and during this time the patient experienced a skin infection. Additional treatment was necessary. No additional patient consequence to report.